Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
While drilling during gamma3 surgery the drill bit hit the nail and it broke. The tip of the drill bit remained in the patient.